Event description:
Based on additional information received on 05-jan- 2016, the case became medically confirmed and the case initially considered as serious was downgraded to nonserious (serious events of swollen knee and pain in the knee were deleted). This unsolicited device case from (B)(6) was received on 07-dec-2015 from a patient. This case concerns a (B)(6) patient who had no effect/lack of efficacy (device ineffective) while receiving treatment with synvisc one. The concomitant medications included silodosin (rapaflo) and finasteride (proscar). No past drug, concomitant medication or concurrent condition was provided. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once with batch/lot number: 4rsk001 (expiration date: not provided) into left knee for osteoarthritis. It was reported that the patient did not have any symptoms after synvisc one injection. It was reported that the patient had inflammation in the knee for a year and a half prior to the synvisc one injection and the inflammation had not improved after the injection and required 3 cortisone shots in the knee since synvisc one injection. It was reported that the patient took cortisone injections and anti-inflammatory medication for pain relief. On an unknown date in (B)(6) 2015, the patient had no effect from synvisc one (device ineffective). It was reported that the patient could not receive any more cortisone shots as he had the maximum of three in a year already. It was reported that the patient was a runner and that antiinflammatory medications were no longer helping the inflammation in his left knee and this is why his doctor suggested the synvisc one for his arthritis. (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 14-dec-2015. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 05-jan-2016 from a physician. Age of the patient was added. The events of pain in the knee and swollen knee were deleted. The event verbatim was updated from no effect to no effect/lack of efficacy. The batch/lot number was added. The concomitant medications were added. Clinical course was updated and text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on 07-dec-2015 from a patient. This case concerns an elderly male patient who experienced pain in the knee, swollen knee and had no effect (device ineffective) while receiving treatment with synvisc one. No past drug, concomitant medication or concurrent condition was provided. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) into left knee for osteoarthritis. It was reported that the patient did not have any symptoms after synvisc one injection. Since, the same day, the patient experienced pain in the knee. On an unknown date, the patient's knee was swollen. It was reported that the patient took cortisone injections and antiinflammatory medication for pain relief. On an unknown date in (B)(6) 2015, the patient had no effect from synvisc one (device ineffective). It was reported that the patient had inflammation in the knee for a year and a half prior to the synvisc one injection and the inflammation had not improved after the injection and required 3 cortisone shots in the knee since synvisc one injection. It was reported that the patient could not receive any more cortisone shots as he had the maximum of three in a year already. It was reported that the patient was a runner and that antiinflammatory medications were no longer helping the inflammation in his left knee and this is why his doctor suggested the synvisc one for his arthritis. Corrective treatment: cortisone injections, anti-inflammatory medication for pain in the knee and swollen knee. Outcome: not recovered for swollen knee and pain in the knee. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for swollen knee and pain in the knee. Additional information was received on 14-dec-2015. Global ptc number and results were added. Text was amended accordingly.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a patient. This case concerns an elderly male patient who experienced pain in the knee, swollen knee and had no effect (device ineffective) while receiving treatment with synvisc one. No past drug, concomitant medication or concurrent condition was provided. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number and expiration date: not provided) into left knee for osteoarthritis. It was reported that the patient did not have any symptoms after synvisc one injection. Since, the same day, the patient experienced pain in the knee. On an unknown date, the patient's knee was swollen. It was reported that the patient took cortisone injections and antiinflammatory medication for pain relief. On an unknown date in (B)(6) 2015, the patient had no effect from synvisc one (device ineffective). It was reported that the patient had inflammation in the knee for a year and a half prior to the synvisc one injection and the inflammation had not improved after the injection and required 3 cortisone shots in the knee since synvisc one injection. It was reported that the patient could not receive any more cortisone shots as he had the maximum of three in a year already. It was reported that the patient was a runner and that antiinflammatory medications were no longer helping the inflammation in his left knee and this is why his doctor suggested the synvisc one for his arthritis. Corrective treatment: cortisone injections, anti-inflammatory medication for pain in the knee and swollen knee. Outcome: not recovered for swollen knee and pain in the knee. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for swollen knee and pain in the knee.